Event description:
Description of event: during the insertion of the dilator, the mediastinum was injured. Reportedly, the patient expired. Details are under investigation. Medicon's observation: no sample received. Per medicon, the hospital is not releasing any additional details. Therefore, the date of death is unknown.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. The reporting facility has decided not to release any further information in relation to this event. Therefore, date of death is unknown.